Manufacturer narrative:
Concomitant medical products: d224trk crt-d, implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered for the right ventricular (rv) lead due to sensing noise, which resulted in the delivery of two inappropriate shocks. It was suspected that the rv lead had suffered an insulation breach. The rv lead was capped and replaced. It was also reported that the left ventricular (lv) lead exhibited diaphragmatic stimulation. The lv lead was reprogrammed for decreased output and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.